Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: system controller alarmed and pt. Went to backup controllerspecific component(s) involved: external controller malfunctionadditional text: all lights came on and alarms were going off, unable to view hx of controllerother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type: